Manufacturer narrative:
As reported, the position sensor unit (psu) did not pass the accuracy assessment kit (aak) test at .44mm. The psu was out of calibration and was sent to the vendor for repair.

Event description:
A medtronic representative reported the navigation system camera did not pass an in-house accuracy. This event was reported outside the operating room with no patient was present.